Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lcx. The lesion exhibited 85% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion. The physician changed a new device same model to complete the surgery. No patient complications reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary : the hypotube was kinked 15.5cm distal to the strain relief. The distal tip was flared indicating that it may have been stubbed during advancement. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th and 13th proximal segments were misaligned; the 1st distal segment had a raised strut. The stent passed od measurement specification but failed to meet visual inspection. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (85% stenosis). Deformation problem. Conclusion - known inherent risk of a procedure (stent deformation). Device failure related to patient condition (85% stenosis). (B)(4).